Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be filed should any significant supplemental information become available. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
Whilst performing cvvh on a patient, it was observed that a cloudy appearance had formed in the predilution line and the cloudy appearance had developed into "precipitate granules" in the predilution line. 3 bags of accusol was hanging at a time and all bags had been mixed. No samples obtained. There was no patient injury or medical intervention indicated at the time of the initial report.